Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The data acquisition (da) pcba was replaced to address the reported problem. The air flow sensor and the o2 flow sensor was not returned with the manifold gds assembly therefore, the root cause was not determined. Not all the parts were returned to the manufacturer for analysis.

Event description:
It was reported that while trying to run pressure accuracy test and o2 flow accuracy test and the limits are out. It was reported that there was no patient involvement.